Event description:
It was reported that the device was used during a laparoscopic donor nephrectomy. The device was placed on renal artery and articulated. When device was fired the staples were either unformed or malformed on the patient side. It is unknown how the bleeding was stopped or the amount of blood loss. It is unknown if there was an adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: on what tissue type was the device used? Renal artery. At what location on the tissue? Renal artery. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Asku. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Rep will attempt to contact surgeon for additional information. What were the patient's pre-existing conditions? Live donor. Does the patient have any relevant history of surgical treatments? Asku. The analysis results found that the ats45 device (a) was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the ats45 device (b) was received in good visual condition and with two reloads present. Reload b was loaded on the device. The reload was received fully loaded with staples; reload c was received partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was tested for functionality with the returned reload (b) and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. (B)(4).